Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had been trying to use the patient programmer (pp) today to adjust the therapy and noticed a call your doctor with power on reset (por) message. The caller found a similar screen in the manual and thought it meant end of service (eos), but it was confirmed the caller only saw por. The patient stated they had an ablation that involved cauterizing areas of their heart on (B)(6) 2016. The patient stated they had noticed the issues with the implantable neurostimulator (ins) - not feeling stimulation - prior to the ablation but they did not use the pp to check until today. The event date for the loss of stimulation was noted to have been months ago. It was noted this ablation was not the first procedure the patient had and months ago they could have been exposed to emi. The patient was to follow up with the hcp to clear the por. The hcp later reported no interventions were taken to resolve the loss of stimulation and it was unknown if the loss of stimulation and por were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.